Manufacturer narrative:
The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record cannot be reviewed due to the unknown lot number. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cath lab manager. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the tr band was applied successfully in the lab after right radial access percutaneous coronary intervention (pci)/coronary angiogram. The band initially held air, then after a series of deflations, the band spontaneously deflated entirely. The event was observed was an air leak, when the recovery nurse returned to the patient, the balloon was entirely deflated. In the recovery unit (care suites), the tr band spontaneously deflated leaving it with no air. Fortunately, the patient had already achieved hemostasis; therefore, there was no blood loss or complications. There was no blood loss, and no patient harm. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use in a omnicell. Hemostasis was achieved per standard deflation protocol despite the spontaneous deflation. No complications to the patient.